Event description:
The customer reported that the device was working initially but seemed to lose power over the course of the case. There was oozing from the seals although end tones, indicating completed seal cycles, were heard. A second device was opened to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.